Event description:
We purchased a batch of 15 hamilton g5 ventilators over three years ago. Within the past six months the alarm lamp board (p/n 159272) failed in eight (8) of the fifteen 15 ventilators, which is a 53% failure rate. This failure is resulting in no visual (led) display (red or yellow) when there is an alarm condition. These failures were discovered while our biomedical technician was performing routine preventative maintenance. This report contains a list of the approximate date of discovery and the affected g5 ventilator serial numbers: we contacted hamilton medical to alert them to the trend we observed.